Manufacturer narrative:
(B)(4). The device history review could not be conducted since the lot number was not provided. The device sample has not been returned for investigation at the time of this report. The manufacturer will continue to monitor and trend related events.

Event description:
Alleged event: the stapler got stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
Qn#(B)(4). DHR review could not be conducted since the lot number was not provided. One (1) unit from catalog number 528235 visistat 35w 6/box was received used, opened without original package, lot # unknown, unit was received with remaining staples. During visual inspection was observed: components looked assembled, however pawl component was observed to be loose into the stapler which is part of the components to activate the stapler. Issue reported "stuck in stapler" was confirmed with photo. Functional type inspection was performed: stapler tried to be fired (activated) for functional cycle. Then 2 staplers were not released properly; the trigger was stuck in stapler due that the pawl component was loose on the device. Sample received did confirm the issue reported by the customer ("stuck in stapler"). As part of the investigation the potential root cause is pawl, during assembly operation was placed the pawl component and stayed loose without sealing, in order to mitigate or eliminate this issue following action was taken: validation protocol tec12-002 (ultra sonic assembly machine) was performed on other remarks: january/2012 to validate and implement the use of poka-yoke fixture to assembly the pawl in the correct position (properly). The lot related to this complaint is unknown; even though corrective action is in place relating to issue reported.

Event description:
Alleged event: the stapler got stuck during use. The patient's condition was reported as fine.